Event description:
"S/p l mrm for stage I breast ca & r mrm for stage I breast ca. Pt is ned. L breast was reconstructed with a tram flap & r with an expander & implant with lower skin advancement with flap. Has a mcghan triple lumen 500/560 to 620cc & states that the saline ruptured. No h/o trauma as pt lost 1 cup size overnight, it is increasingly firm & more painful in recent years. Pt also c/o r lat ax fat fold despite ls to the area. In addition, c/o progressive systemic sx's. Has arthralgias/myalgias (+ am stiffness), paresthesias, spasms, fatigue, sleep disturb, l hi cx adenopathy, lo grade fevers, hot flashes/sweats, ha's, tmjd, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun/chem, cp, choking sens, increased cholesterol, wgt gain, gi/gu disturb, & easy bruising. Pt is otherwise healthy."